Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the c2602 cusa excel 36khz straight handpiece did not pass the initial functional test; the ultrasound did not exceed 10% power on (B)(6) 2020. The device was in contact with patient but there was no patient injury. The event led to an increase of surgery time of one (1) hour.

Event description:
N/a.

Manufacturer narrative:
UDI - (B)(4). The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation verified customer information as valid. The transducer has low power and has to be replaced. The coil form was damp inside. The housing and all o'rings of the coil form need to be exchanged. Root cause - confirmed. Transducer delamination ( coliform was also found to be damp).